Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation. It was determined that this was due to a frozen gearbox from corrosion. It was further determined that prior to the gearbox being frozen the device most likely made a strange noise. Therefore, the reported condition was confirmed. It was also observed that the device showed signs of damage caused by the sterilization process and immersion during cleaning which is failure to follow directions for use (dfu). The assignable root cause was determined to be due to misuse abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the compact speed reducer device was making strange noises. During engineering evaluation it was observed that the device had no rotation. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.